Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low reading with the adc device, as compared to a competitor meter. The customer had a headache and had contact with a healthcare professional. The customer received an injection from healthcare professional, but did not know what it was and did not have diagnosis information. The customer provided a healthcare meter result of 105 mg/dl, but it is unknown if this was taken pre or post treatment. There was no report of death or permanent injury associated with this event.